Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to claim no audio output on (B)(6)2015. It was reported that patient experienced a low of 38mg/dl, was not thinking straight, weak in his legs, and sweating profusely. Patient's wife administered glucogon to treat this. Patients condition returned to normal. No additional event or patient information is available.